Event description:
Medical affairs spoke to the pt with the help of a spanish translator in 2004. Pt called lfs in 2004 alleging that their meter would not power on for two weeks. The pt continued to take their oral medication as directed. They stated that they exercised as well. The issue with the meter was not resolved with troubleshooting. The pt went to their physician's office and their blood sugar was tested on the physician's meter. The result was 268 mg/dl. The pt reported feeling "stuffy and depressed". Their physician did not treat the pt, however they did take a urine sample to verify the pt's blood sugar level. There is no evidence of the pt suffering a serious injury. The meter was replaced for the pt. No further info has been reported.